Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was able to complete the displacement test, receiving the expected no reservoir alarm. Then the device was able to complete the rewind test with no drive or motor anomaly, rewind anomaly or audio or beep anomaly noted during testing. The motor was tested outside of the device and passed. Device uploaded properly using carelink. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's motor stopped during rewind. The customer's blood glucose value was 386 mg/dl. Customer reported they tried 5 times, stated that motor stops midway as she goes through the rewind. Customer was trying to change reservoir and tubing. Customer stated they were stuck in rewind complete or bolus delivery loop. Customer stated they did not receive 2nd series of beeps nor did numbers appeared on the screen. Customer tried to rewind the insulin pump again during call still rewound half way. The device will be returned for analysis.